Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked at catheter junction the following information was provided by the initial reporter: (B)(6) 2024 the health care provider was administering fluids to a patient when the fluid continued to leak out of the tip of the needle, interfering with maneuvering, and immediately replaced the indwelling needle with a new one, with no apparent harm to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review(lot#3080090): 1) this batch of products were assembled at intima ii auto line 2 in april 2023, and packaged at r240 package line in april 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities . 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this is taken for 45psi leakage test, and no leakage is found at the catheter. Please see the attached test report. Conclusion(s): no abnormality is found on process and retained sample. As the defective sample is not returned, the damage state of the catheter cannot be identified, and the root cause of the leakage of the catheter tip cannot be confirmed.